Manufacturer narrative:
Per tandem's user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer loaded an additional 250 units of insulin to the existing cartridge. Tandem technical support informed customer that the cartridge was overfilled and could not be used. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 158-159 mg/dl.